Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
This device is class1 product so that 510k# is blank. We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the light guide fiber bundle (lcb) broken, the remote control buttons cracked, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, and the remote control buttons misconfigured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.